Manufacturer narrative:
Complaint conclusion: it was reported that the 5mmx15cm powerflex pro pta balloon was observed to be compromised when negative pressure was pulled after inflation. The balloon did not visibly burst, but was compromised in some way as there was a leak upon pulling negative pressure. The blood was noted in the inflation device while the balloon was still in the patient when the balloon was deflated. There was no reported patient injury. The target lesion was the distal superficial femoral artery (sfa) and was severely calcified. There was no tortuosity. The rate of stenosis was 90%. The balloon was inflated to 10 atmospheres and deflated. No rupture was noticed on fluoroscopy, just when negative pressure pulled. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. Visipaque contrast media was used with a 50/50 contrast to saline ratio. A bard inflation device was used for the procedure and was used successfully with other devices. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve. There was no difficulty advancing the device through the vessel or crossing the lesion. The balloon inflated and deflated normally. The balloon re-wrapped properly. The device did not kink while being used. One non powerflexpro 5mm15cm 135 was received coiled inside a plastic bag. The balloon was inflated. No other anomalies were observed in the returned device. Pressurized water was applied to the catheter using an indeflator (lab sample), and a pin hole was observed in the balloon. Sem results showed that the balloon external surface exhibited evidence of damage apparently induced by an unknown object that pulled the balloon until rupture from the outside to the inside. The balloon internal surface exhibited no evidence of damage. This balloon pin hole failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon- burst-at/below rbp¿ was confirmed through analysis of the returned device; the exact cause of the damage could not be conclusively determined. Based on the information available for review, vessel characteristics (severely calcified, 90% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR review nor the product analysis suggests that the balloon burst is related to the design and manufacturing process. Controls are in placed to detect this kind of issue prior to the device leaving the manufacturing facility. Therefore, no corrective or preventive actions will be taken.

Event description:
It was reported that the 5mmx15cm powerflex pro pta balloon was observed to be compromised when negative pressure was pulled after inflation. The balloon did not visibly burst, but was compromised in some way as there was a leak upon pulling negative pressure. The blood was noted in the inflation device while the balloon was still in the patient when the balloon was deflated. The target lesion was the distal superficial femoral artery (sfa) and severely calcified. There was no tortuosity. The rate of stenosis was 90%. The balloon was inflated to 10 atm and deflated. No rupture noticed on fluoroscopy, just when negative pressure pulled. There was no patient injury reported. The device will be returned for evaluation. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. Visipaque contrast media was used with a 50/50 contrast to saline ratio. A bard inflation device was used for the procedure and was used successfully with other devices. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve. There was no difficulty advancing the device through the vessel or crossing the lesion. The balloon inflated and deflated normally. The balloon re-wrapped properly. The device did not kink while being used.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The gender of the patient is unknown.